Event description:
A male with a medical history of an old myocardial infarction, complained of chest pain. Two months later, a coronary angiogram was conducted and revealed 99% stenosis at the proximal right coronary artery, which was a 90-degree flexion and diffusely disease lesion. There was also a 90% stenosis at the distal circumflex artery. Percutaneous coronary intervention was scheduled for a later date. Date unk: it was an elective case. Pre-dilataion was conducted (details unk) and then 3.5x23mm cypher was implanted at the proximal right coronary artery. The stent apposition was sufficient. However, right after the implant of cypher there were two stenotic lesions observed at both ends of the implanted cypher. There was no dissection, hematoma or plaque shift. Therefore, physician suspected the stent length was not enough to cover the lesion length and so implanted a 2nd cypher, a 3.5x18mm at the proximal end of the initially implanted cypher. However, a new stenosis was observed again at the proximal end of the 2nd cypher. Therefore, physician diagnosed the reason of the stenosis reappearing as accordion phenomenon due to the implanted cypher. The procedure was finished. Procedure details were unk. The details regarding the treatment of distal circumflex artery were unk.

Manufacturer narrative:
Physician's comments: during the bare metal stent era, used to implant flexible bare metal stents for this kind of lesion, (i.e. Diffused with high flexion) and so accordion phenomenon hardly occured. However, because cypher's flexibility was poor (the platform of the stent is velocity), need to care about this kind of the phenomenon. Please not that this device is distributed outside the united states; however, it is similar to the united states distributed product. Please reference MFR. Report#'s: 9616099-2006-00715.